Event description:
It was reported that during a ptca treatment procedure in the mid right coronary artery (rca), "the 2.0x15mm was taken up to 5atm and burst. The physician had to pull everything out and started over. No harm to pt and the procedure was completed successfully." The lesion being treated was a calcified lesion with 90% stenosis in a mildly tortuous vessel. The balloon ruptured on the first inflation. The current pt condition is reported as "ok".